Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. Following the insertion of a 6f non-bsc introducer sheath and the advancement of a non-bsc guide wire, a 4.0mm x 220mm x 150cm, mr was selected for use and advanced to predilate the lesion. Upon the first inflation, the balloon ruptured at 3 atmospheres for a duration of 3 seconds. The device was removed completely without any segment retained inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.